Event description:
The customer reported blood glucose levels above 500 mg/dl. The customer stated that the cannula was bent and he did not get a no delivery alarm. Advised the customer that we would like to conduct the high pressure test, but the customer declined. Mailed the tubing to the customer, and advised him to call back to conduct the test once he is ready. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.